Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The device was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests due to motor error alarm. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump was exposed to a magnetic field or MRI. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.